Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, an occlusion occurred. In (B)(6) 2008, the subject had a 3.50 x 32mm taxus express 2 implanted in the right posterior descending artery (pda). In (B)(6) 2011, an occlusion of the pda was noted. In (B)(6) 2012, the subject was hospitalized and underwent a coronary bypass graft surgery for lita (left internal thoracic artery) to lad (left anterior descending) and svg (saphenous vein graft) to hl (high lateral) to pda. Subject was hospitalized from (B)(6) 2012 and recovered. Subject is on an ongoing antiplatelet regimen of bayaspirin 100mg and panaldine 200mg.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).